Manufacturer narrative:
Initial reporter- email: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown and anxiety.

Event description:
Healthcare professional reported left-side capsular contracture, baker grade unknown and exchange from textured to smooth due to the patients concerns with the product. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9., h.3., h.6. Device evaluation based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is a medical event and is not related to the device. Anxiety-product/procedure: unable to observe since it is a medical event and is not related to the device. Additional observations. Observed two opening in the anterior side assessed as surgical damage.

Event description:
Healthcare professional reported left-side capsular contracture, baker grade unknown and exchange from textured to smooth due to the patients concerns with the product. The device has been explanted.